Event description:
Customer reports the aviva system produced back to back results of 610 mg/dl and 602 mg/dl, which are outside the meter reading range of 10-600 mg/dl. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.